Event description:
It was reported that during treatment with one unit of prismaflex m100 set, the pressure pod connectors broke and an external blood leak occurred. The amount of blood loss was not reported. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection and simulated test swere performed. No leak or crack was detected on the three pod membranes and connections.the tp square was observed to be leaking and there was a crack in the screwing. The reported condition was verified. The cause is supplier related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.